Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient on (B)(6) 2023. ,the patient was still unable to turn stimulation up but could turn it down. When we met on (B)(6) I added new settings for sleep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2023-may-02. The pt reported they have met with two reps for reprogramming, and the reps told the pt to contact patient services for a replacement controller because the pt was still getting the settings not available message and they were still unable to increase/decrease the stimulation intensity. The pt did not want to see reps for more reprogramming because the reps told them there was nothing more they could do. It was noted that the ins had drained during a reprogramming session because the rep was running two programs during the reprogramming session. At night, the pt had to turn the stimulation off because they were unable to turn it down because the stimulation was too much and it made their legs move all night long. So, the pt was only able to turn stim on/off, and they were in pain. Patient services notified the reps to contact technical services for assistance with resolving the settings not available message.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that sometime last week pt began having issues adjusting stimulation. Caller stated pt was able to decrease stimulation but was unable to increase. Caller stated they met with pt today and after running an impedance check, they found that there was one electrode that had high impedances but that electrode was not programmed. Caller inquired about possible troubleshooting steps. Tss reviewed possible causes of oor. Caller confirmed the pulse width was 450 and tss recommended attempting to decrease/adjust pw and other settings. Caller stated they will call back if further assistance is needed. No symptoms were reported. Rep reported that no programming was done on that electrode. Rep tried changing the pulse width as the tech services rep recommended but the controller still said ¿settings not available¿. Rep put in two identical groups / programs with different intensities set for each group to accommodate the patient - one for every day use and the other for when pt was doing more strenuous work. Pt was happy with the additional groupand voiced she wouldn¿t mess with the intensities. She¿d gotten good relief with her original group / programs but had been doing some more work and tried to increase but couldn¿t. Rep's addition rectified the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.